Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During the on site visit the fse ( field service engineer) found difficulty while tracking the eye. Fse checked the machine and found the problem with ir (infra-red) light and optics and replaced components. Root cause is worn optic parts. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported difficulty tracking the eye during refractive correction. There was no impact to patient.